Event description:
In 2007, it was reported to the company that the patient had undergone exploratory surgery due to swelling around the device. The surgeon explored the site of the device and found granulation tissue around the device. It was also found that the silicone ring had separated from the rest of the device. At this time, it is unclear as to the cause of the separation. No other information is available at this time. The company is currently in the process of collecting additional information. Upon obtaining new information a follow up report will be sent.